Manufacturer narrative:
Siemens filed the initial MDR 2432235-2020-00132 on 7-february-2020. Additional information (14-february-2020): siemens performed an inspection and observed cardboard in the elevator gear mesh and the cause of the elevator jam. It is unknown how the elevator came in contact with cardboard. The cardboard was removed, and no further cuvette jams occurred. The instrument is operating within specifications, and no further evaluation is required.

Manufacturer narrative:
The operator noted a ring loader jam and contacted the siemens customer care center (ccc). The operator performed troubleshooting and obtained a cut while trying to remove a cuvette jammed in the ring loader. The operator informed siemens that the cut was small, and the operator did not seek any further medical attention and stated that they did not need stitches nor x-rays. Siemens dispatched a customer service engineer (cse) to the customer site. The cse performed an inspection and verified the performance of the instrument. The ring loader is performing as expected, and the operator noted no other cuvette jam. The cause of the injury is due to a use error while performing a troubleshooting instruction. No siemens product problem is identified, and no further evaluation is required.

Event description:
The operator obtained a cut to the hand while attempting to remove a cuvette jammed in the atellica im 1300 ring loader. Siemens is informed that the operator was wearing a lab coat, but was not wearing safety glasses or gloves at the time of the event. The operator refused medical treatment and covered the wound with a band-aid, and noted that no medical assistance was necessary. There are no reports of patient intervention or adverse health consequences due to the cut obtained by the operator.